Manufacturer narrative:
(B)(4). Batch # p9441d. Investigation summary: the handpiece was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. The transducer assembly was not held in place due to the condition of the nose cone, so torquing on the disposable would resulted in twisting only the handpiece transducer assembly until the internal wires can get disconnected, the internal wires were not disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that the ingress of moisture affected handpiece functionality. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that the harmonic handpiece that looks quite new has crack in it. It has 39 uses remaining and completed its test as per normal. Customer advised not to use it due to crack and that the distal portion was coming away from the hand-piece housing.